Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged its entire length with stent struts pushed distally, bunched and overlapping in the mid-section of the stent. The stent moved distally on the balloon over the distal markerband and proximal part of the bumper tip. The maximum crimped stent profile was measured and is within the specification. The stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24 synergy¿ drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent struts were kinked. The device was not used on the patient. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24 synergy¿ drug-eluting stent was selected for use. However, during unpacking, it was noticed that the stent struts were kinked. The device was not used on the patient. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.